Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3420/7001164 and tg4020/06608502). An intra-procedure imaging revealed a type ii endoleak, but the procedure was concluded with the endoleak being monitored. On (B)(6) 2010, the patient was discharged of the hospital with the type ii endoleak remaining. Aneurysm diameter was 59mm. On (B)(6) 2012, in two-year follow-up study, it was revealed that the type ii endoleak had still persisted, but aneurysm diameter had shrunk to 53mm. On (B)(6) 2014, in four-year follow-up study, aneurysm diameter had increased to 59mm again. It could not be confirmed if endoleaks had been present. On (B)(6) 2015, in five-year follow-up study, it was revealed that aneurysm diameter had further increased to 65mm. It was unknown if endoleaks had been present. The patient has completed his five-year follow-up studies.